Manufacturer narrative:
Citation: onohara et al. Cost analysis of transcatheter versus surgical aortic valve replacement in octogenarians: analysis from a single japanese center. Heart vessels. 2021 oct;36(10):1558-1565. Doi: 10.1007/s00380-021-01826-x. Epub 2021 mar 12. Earliest date of publish used for date of event. Medtronic products referenced: corevalve and evolut r (PMA# p130021, product code npt). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding cost analysis of transcatheter versus surgical aortic valve replacement in octogenarians. All data were collected from a single center between january 2011 and june 2018. The study population included 146 patients (predominantly female, mean age 84.8 years). Multiple manufacturer¿s devices were implanted in the study population; 34 of the 45 transcatheter valves implanted were a medtronic corevalve or evolut r bioprosthetic transcatheter valve (unique device identifier numbers not provided). Among all transcatheter valve patients, no deaths occurred. Among all transcatheter valve patients adverse events included: new atrial fibrillation (afib), and arrhythmia requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.